Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for the evaluation and reported problem was confirmed. Based on the results of the investigation results, the most probable root cause of the problem was faulty ccd (charged coupled device) which is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited no picture at all when unit was plugged in. The issue occurred during a diagnostic laparoscopic procedure. The procedure was completed using a similar device. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited no picture at all when unit was plugged in. The issue occurred during a diagnostic laparoscopic procedure. The procedure was completed using a similar device. The device was inspected prior to use. There was no report of patient harm.